Event description:
The customer reported via phone call that they had issues with their meter. The customer also reported a dark circle present next to the reservoir icon. It was also found the customer had a failed battery test alarm. It was also found the customer was unable to rewind the insulin pump. Customer also reported inserting a used battery into the insulin pump. The customer was advised a failed battery test alarm will occur if used batteries were used. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.